Event description:
I had surgery to implant a sparc brand mesh bladder sling last year, and have experienced constant pain ever since the operation. Sexual intercourse causes severe pain now as well. Also, all the urinary symptoms I had the surgery for have returned and are becoming increasingly worse, especially now with the added pain, cramping, and burning sensations. Urinating has become an ordeal. I complained to the doctor who performed the surgery on both of my previous f/u appointments but he said it was all normal in the first 6 months after surgery. I go in for my one year follow up to see a different doctor at the facility because the one who did my surgery retired this year. I will have to explain to him now that my symptoms are getting worse instead of better. Reason for use: stress incontinence and leakage.